Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured thrombus formation and bilateral iliacs in the aorta with a "possible" relationship to the impella device used: ¿post impella removal developed extensive leg mottling and there was concern for acute peripheral ischemia. Patient went for emergent angiography in the cath lab showed extensive thrombus formation and bilateral iliac in the aorta. Patient was subsequently taken to the or with vascular surgery where thrombectomy was done.¿ the patient recovered with no sequelae. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella device used: ¿ventricular tachycardia requiring defibrillation. Patient has been in and out of atrial fibrillation. He is currently on amiodarone. Impella removed at bedside.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The investigation for vf/vt/af/at and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12959. H.6 code 4755 was reported incorrectly. New code was added to component code.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 additional information received from the clinical site. H6 revised to include additional failure modes the investigation of thrombus and vt/vf were previously reported in manufacturer device report 1220648-2024-12959-1.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry the patient was subsequently taken to the operating with vascular surgery where thrombectomy was done. Underwent bilateral iliac, aortic, femoral, left popliteal and left tibial thrombectomy and right lower leg fasciotomy." The patient recovered with no sequelae.